Manufacturer narrative:
Additional information: h4: the lot was manufactured between 17 june 2025 and 19 june 2025. H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter address - (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor was leaking from between the connection of the cap and the tubing. The leak was observed when the cap at the end of the tubing was replaced after priming the tubing. This issue occurred prior to patient use. There was no patient involvement. No additional information is available.